Event description:
It was reported that the during a prostate procedure @ 270,000 joules of use and 45 minutes, ¿fiber turning in wrong direction¿ was observed. The procedure was completed with a second fiber. No injury to patient or user reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-433a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the glass cap output window; the metal cap exhibits moderate charred detritus adhesion; the fiber bevel edge at the output window has shifted forward. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.